Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for vanc on an integra 400 plus analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 56 mg/l. The sample was repeated, resulting as 17.4 mg/l. The sample was repeated a second time, resulting as 17.7 mg/l. Other test parameters were said to be correct and control recovery was good. The patient was not adversely affected. The vanc reagent lot number was 138124. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Result information has been provided. It was asked, but it is not known what information is represented by each of the columns on the spreadsheet. A clarification has been requested.

Manufacturer narrative:
The customer provided vanc results for an additional patient sample that were erroneous. The erroneous results were not reported outside of the laboratory. No adverse event occurred. The initial vanc result was 57 mg/l. The sample was repeated on the same tube and the result was 20.5 mg/l. The sample was repeated again in a bio-cup and the result was 21 mg/l. No adverse event occurred. The field service engineer (fse) visited the customer site to check the sample probe. No problem was found with the sample probe so the fse added an extra wash cycle prior to the vanc tests. No instrument issues were identified.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. An issue with pre-analytic sample handling could be a possible root cause. It was stated that the customer pours the sample from the primary tube into a plastic tube, then runs the sample on the analyzer in a cup. A general issue with the instrument or reagent could be excluded since calibration and control data showed no abnormalities and the field service representative did not find any issues.